Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2020. H.6. Investigation: one photo, one used sample, and three pieces of top web were received by our quality team for evaluation. Visual inspection of the used sample showed that the valve had moved towards the cannula hub luer side, confirming the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue.

Event description:
It was reported that blood leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: post induction of ga likely failure of one-way valve of 16g cannula, with fluid/blood coming out. Pressure applied, intubation and airway secured, new IV access placed. First cannula removed, pressure applied. Device kept for review. Unsure of serial number not sure which was for this cannula. Details of injury (to patient, or healthcare professional): bleeding from cannula - estimate less than 20-30ml. Action taken (includes any action by patient, or healthcare professional, or by the manufacturer or supplier). Pressure applied, cannula removed, pressure applied, bleeding stopped.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: post induction of ga likely failure of one-way valve of 16g cannula, with fluid/blood coming out. Pressure applied, intubation and airway secured, new IV access placed. First cannula removed, pressure applied. Device kept for review. Unsure of serial number not sure which was for this cannula details of injury (to patient, or healthcare professional): bleeding from cannula - estimate less than 20-30ml. Action taken (includes any action by patient, or healthcare professional, or by the manufacturer or supplier) pressure applied, cannula removed, pressure applied, bleeding stopped.